Event description:
It was reported the physician inserted the central line. When pulling introducer out, it began to fray. The physician was unable to pull the introducer out and had to place a new central line. Ref mw5040171.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.